Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 34 mg/dl. The customer was treated with food. Customer stated that she is stuck in the rewind prompt and cannot escape. The customer was advised to go through rewind/prime process to bypass so we do some additional troubleshooting. Customer did not have a reservoir prepared to prime the pump and advised to use a pen as a mock reservoir to bypass. The customer was advised to monitor pump.